Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during a meniscus repair surgery, the fast-fix flex´s t1 implant came out of the meniscus after the first bite. The surgeon tried to set the depth limiter to 20 mm but only manage to set it to 18 mm. Both anchors came off with the device and no implant was left inside the patient. The procedure was completed with a s+n back up device. There was a delay greater than 30 minutes and no further complications were reported.

Manufacturer narrative:
Internal complaint reference case (B)(4). The reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found .the device laying on top of its packaging, anchor appears to be detach from the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.